Event description:
The pt was male but his age was unk. The target lesion was the proximal lad. The lesion was de novo, slightly calcified but not tortuous. There was 99% stenosis. The lesion was pre-dilated with a balloon (rosso: 2.5/20 mm) initially. Then cypher (complaint product: 2.5 x 18mm) was removed from the package and was flushed. Then when a guide wire (neo's rinato) was being inserted into the guidewire lumen of the cypher, the physician confirmed the stent to be flared. Specific section of the stent to be flared was unk. The physician discontinued the use of the cypher, and the unit was replaced with another cypher (size unk). The procedure was successfully finished. There was no pt injury reported. The product was not clinically used and will be returned for analysis. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
This device (lot 13458910) is distributed outside the united states; however, it is similar to the united states product. The product is available for analysis. Additional info will be submitted within thirty days upon receipt. See scanned page.